Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The t:slim g4 user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was going to charge the pump prior to going to sleep, but fell asleep before doing so. As the pump had not been charged, the pump shut down during the night due to insufficient battery power. The customer's blood glucose level was impacted (360 mg/dl). The customer took a manual injection, plugged the pump into a power source, and was able to resume insulin delivery.